Manufacturer narrative:
"System 6 battery housing" to "system 7 battery housing."

Event description:
It was reported that the system 6 battery housing was warming up during a procedure and plastic was melted, and the housing dropped down. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the system 6 battery housing was warming up during a procedure and plastic was melted, and the housing dropped down. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the system 7 battery housing was warming up during a procedure and plastic was melted, and the housing dropped down. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event, housing getting warm, could not be duplicated, during the inspection the engineering technician observed that the upper plastic portion of the housing was separated from the lower housing. Potential causes for a cracked housing include excessive autoclave exposure, exposure to high ph cleaners, cleaning solvents, or impact such as being dropped.